Event description:
It was reported that the patient had an aneurysm 9 years prior and the device had been off ever since. The battery depleted internally. The patient needed an MRI. The device stopped working and the date was unknown. Nine years prior they had a triple abdominal aneurysm and they turned it off at that point. Further information regarding cause of event has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, serial#(B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3487a, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).